Manufacturer narrative:
Correction: this MDR is being submitted to correct the expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the reference samples for the lot 6005434 have already been previously tested in the (B)(4) on 07/jul/2024. Test results: the reference samples were visually inspected. All test results were within specifications as per the test report database (B)(4) complaint test report. Pdf attached in this record. Device history record (DHR) review: the lot 6005434 was manufactured according to the work instruction (wi) version 68 manufactured in the line 6, on 20/feb/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. However, during the final outgoing inspection, a delamination was found, so an expanded sampling plan was performed which determined that it was within specifications and met the requirements. Trending: a query was run in database on 04/mar/2025 against malfunction code adhesive patch lifts or detaches during use and lot 6005434 and other one complaint has been registered in database for the same lot 6005434 and malfunction code. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests for returned/retention samples, no non-conformance (nc) raised during production, another complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1 patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that patient faced infusion set was fell off during use on 1-july -2024. The infusion set was used for 2 days. No further information available.